Manufacturer narrative:
No eval was performed. The dr did not provide lot number info on the product allegedly involved therefore eval of retain samples could not be conducted. Additionally, he did not return any suspected product to kerr corp for eval. This is the fourth MDR report of the four incidents reported.

Event description:
In 2007, a dr alleged that restorations placed using maxcem in four pts had fallen off.